Event description:
A 26 mm diameter x 15 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of a 5.8 cm abdominal aortic aneurysm in 2002. The aneurysm neck was reported to be approximately 20-22 mm in diameter and 30 mm in length with a funnel configuration. Vessel calcification was extensive, and the right iliac and femoral arteries were moderately tortuous. The pt has a history of coronary artery disease status post coronary artery bypass graft, herpes zoster, gastroesophageal reflux disease, exertional angina, and hyperlipidemia. No complications were reported during the implantation procedure. A computerized tomography (CT) scan performed in 2002 demonstrated a subtle amount of contrast enhancement at the posterior aspect of the aneurysm sac near the bifurcation of the limbs suggestive of a possible endoleak, most likely from a lumbar artery. The aneurysm was 5.7 in diameter. In 2003, the pt presented with worsening right lower extremity numbness, tingling, and pain with ambulation. A CT scan demonstrated no change in the dimension of the aneurysm and no change in the enhancement posterior to the aortic bifurcation; however, the right iliac limb was completely occluded. Twelve days later, angiography and infusion of tissue plasminogen activator (tpa) was performed. Angiography again demonstrated occlusion of the right iliac limb and also demonstrated 50% stenosis in the distal portion of the left limb of the stent graft. Angiography performed the following day demonstrated that the right limb of the stent graft was nearly completely free of thrombus. The pt was treated with lovenox until they could be treated 2 weeks later with bilateral tandem angioplasty of the stent graft limbs and placement of a wallstent in the right external iliac artery. No contrast gradient was visible at the conclusion of the procedure. The pt was discharged the following day.